Event description:
The user experienced severe pain during in situ measurements and while stimulating at existing mcl levels during single channel stimulation, for all channels.reimplantation is considered when the issue cannot be resolved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced non-auditory sensation i.e. Extracochlear stimulation during in situ measurements, very likely due to the incomplete insertion of the active electrode during implantation surgery. Tissue contact of the extra-cochlear channels most likely causing painful sensations during measurements. Reportedly, no further issues are reported. The device remains implanted and in use.

Event description:
The user experienced severe pain during in situ measurements and while stimulating at existing mcl levels during single channel stimulation, for all channels. The recipient is still wearing the device, there are no variations in performance noted.